Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified left anterior descending artery. The lesion was predilated several times with different balloon catheters. During advancement of the 2.5x38 mm xience xpedition stent delivery system in the diffuse diseased vessel, resistance was felt and the proximal shaft buckled and separated. A 2.5x12 mm xience xpedition and 2.5x38 mm xience xpedition were able top cross for treatment successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide cath: ebu-4. Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.